Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the system was performed and found the top cover; encoder cover, flex patient restraint bracket, battery compartment and motor cover were damaged. In addition, the patient restraint pin and battery partition cover were missing. The autopulse platform is a reusable device and was manufactured on 09/22/2004. Therefore, these types of physical damage found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the archive was performed and found "latch error 136" error message occurred on (B)(6) 2016; thus confirming reported complaint. Upon power up the autopulse platform screen was blank and seize cap. Therefore, functional testing could not be performed. Replaced the processor board and unseized the brake gap to remedy the fault. Following service, the stiff drive shaft was observed. However, the stiff drive shaft is unrelated to the reported complaint. The clutch plate was replaced to remedy the stiff drive shaft. The platform was run for 30 minutes, and no user advisory or fault occurred. In summary, the customer's reported complaint was confirmed during archive review and functional testing. The processor board was replaced to remedy the complaint. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during visual inspection, the platform passed all final functional testing criteria and performed as intended.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed "test failed start manual CPR" error message upon self-test and no error codes were reported. No patient involved with this event. No additional information provided.